Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, it was reported that a beta bionics ilet user experienced a hyperglycemic episode with a peak blood glucose value of 329 mg/dl following a dexcom g7 sensor failure. The user developed vomiting and was treated at musc, where glucose was managed with IV therapy. The user was discharged on (B)(6) 2025 and later reconnected to the ilet.